Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-03104, 1627487-2022-03105, and 1627487-2022-03106. It was reported that patient's ipg was inoperable and x-rays confirmed lead migration. Surgical intervention occurred on (B)(6) 2022 in which the system was explanted and replaced.